Event description:
A customer reported that the vacuum was not reaching high enough levels to remove the viscoelastic during a cataract with intraocular lens implant procedure. The case was able to be completed without pt harm. Add'l info has been requested, however none has been provided to date.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).